Event description:
Dexcom sensor reading of 40 when blood sugar was actually 185. Same sensor read a blood sugar of 285 when it was actually 172. Wildly inaccurate blood sugar readings. This dexcom g6 is defective and the tandem pump relies on it for dosing insulin making this very dangerous.